Event description:
Facility reported that during treatment the pt complained of severe headache, back pain, and shortness of breath. Reportedly, the symptoms increased as the treatment progressed. The pt was admitted to the hosp post treatment for observation. The sample is not available for evaluation.